Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was being moved, the power cord spool was damaged. It was later clarified that the power cord had been run over and was damaged and was cut in two. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Upon inspection, the fse found the power cord had been either cut or broken in half. A new line cord spool was ordered and installed upon receipt. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).